Event description:
It was reported that during a procedure to treat an eccentric lesion in the proximal circumflex coronary artery with mild tortuosity, moderate calcification and 90% stenosis, pre-dilatation was performed with a 2.5 mm non-abbott balloon catheter. A 2.75x28 mm rx xience xpedition stent delivery system (sds) was advanced and the stent was implanted. A 3.0x15 mm nc traveler dilatation catheter was advanced without resistance for post-dilatation; however, the balloon ruptured on the first inflation at 16 atmospheres. The 3.0x15 mm nc traveler dilatation catheter was withdrawn without resistance from the patient anatomy. Reportedly, the balloon was soaked in normal saline prior to use and the device was prepared inside of the patient anatomy. There was no resistance noted during removal of the protective sheath. A 3.0 mm non-abbott balloon catheter was advanced and dilatation was performed at 20 atmospheres. The procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: hyperion jl4; stent: xience xpedition 2.75x28 mm. (B)(4) - incorrect prep. The nc traveler device is currently not commercially available in the us.; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that nc traveler, coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.